Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had a cracked display window, a cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube and tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported the customer's act button was unresponsive. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)